Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported through the voluntary medwatch from the pt, that the pt experienced complications. The pt had a heart catheterization for blockage in the left anterior descending and the right coronary artery. A non bsc drug eluting stent, and a taxus express2 drug eluting stent were implanted. There was difficulty deploying the taxus stent. A follow up cath in 2004, yielded two more non bsc drug eluting stents. Ever since the use of the stents, the pt has not felt well. She continually has left breast pain and periods of severe itching, which has resulted in "scratch marks" all over her body. She has developed a wheeze and dyspnea.